Event description:
It was reported that a patient experienced peritonitis, which manifested as illness. The patient was not hospitalized for the event. On an unrelated date, the patient was treated with vancomycin injected into the bag (dose and frequency not reported). No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13d07036 and h13d26101 was performed. All release criteria were met prior to the release of these lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).